Event description:
It was reported that the patient had inappropriate shocks. The patient had oversensing via double-counting of premature ventricular contractions. The patient was exercising at the time. The shocks occurred in the primary and alternate sensing vectors. Technical services advised to program the smart charge feature on. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of myopotential noise via decreased intrinsic amplitudes. Technical services reviewed the electrograms and advised the clinic to run the auto setup feature again to check for a good sensing vector. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had inappropriate shocks. The patient had oversensing via double-counting of premature ventricular contractions. The patient was exercising at the time. The shocks occurred in the primary and alternate sensing vectors. Technical services advised to program the smart charge feature on. This is considered a serious injury as intervention was required. There were no additional adverse patient effects.